Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during basal delivery and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer was evenually able to load a new cartridge. It was indicated that the customer had insulin pens available for alternate insulin therapy.